Manufacturer narrative:
The pump had a compromised force sensor system alarm at 4.0lbs during the prime/compromised force sensor system test due to moisture damage inside the force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose is 308 mg/dl. Customer stated that he has not treated. Customer stated that he may have received a motor error alarm and he was not able to clear it due to the compromised force sensor system alarm. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.